Event description:
Wound care nurse found that the upper portion of the bed was unzipped causing the pt to lie in between the two pieces of the bed, laying on the frame (hips only) of the bed which caused soft tissue damage to both hips. Mattress was removed and a new mattress was put on the bed and the old mattress was zipped and it worked properly. Pt now being treated for bilateral trochanter ulcers. There was no operational problem with the bed, the nurse had not set up the mattress on the bed properly. Reviewed with cco who agreed that was a user error and not equipment failure issue. Fyi: late reporting d/t initially thought event was not reportable because it was determined to be user error.